Manufacturer narrative:
One device was received for evaluation. Visual inspection found fluid ingression to the downstream occlusion (dso) and upstream occlusion (uso) sensors. The event history log was unable to be downloaded due error code 1720 on the pump display. Functional testing was able to duplicate the reported problem. It was determined that the broken wire on the backup capacitor was the root cause for error code 1720. The dso sensor was the root cause of the double beep no cassette error. The backup capacitor and the dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a last error code (lec) 1720, and 'double beep no cassette'. There was no patient involvement.